Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of the heartmate ii. A correlation between the evaluation findings of the returned device and the reported patient outcome could not be conclusively determined. The report of possible outflow or inflow graft thrombus was not confirmed. Moreover, review of the log file downloaded from the returned system controller confirmed the reported low flow alarms; however, a specific cause for the low flow condition could not be determined through this evaluation. The log file downloaded from the returned system controller contained data from (B)(6) 2019 5:49 pm ¿ (B)(6) 2019 6:25 pm (the date of the patient¿s expiration), per the timestamp. From the beginning of the log file through timestamp (B)(6) 2019 6:44 am, the pump appeared to be operating normally with stable pump power and estimated flow values ranging from 4.4-5.2 watts and 3.7-5.5 lpm, respectively. Beginning on the next line of recorded data at timestamp (B)(6) 2019 12:03 pm through the end of the log file, reduced pump power and estimated flow values were noted in the ranges of 2.1-4 watts and 1.3-2.8 lpm, respectively. Multiple low flow alarms were captured when the flow value was calculated below the low flow hazard alarm threshold of 2.5 lpm. Continuous low flow alarms were active until the driveline was disconnected and the system controller was removed from power at the end of the log. No atypical low speed/pump stoppage events were noted throughout the log file data. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed the presence of only dark red loosely coagulated blood. The depositions of coagulated blood were unstructured, showed no evidence of laminated layering or denaturation, and were not adhered to the blood-contacting surfaces. The observed accumulations of coagulated blood appeared consistent with post-mortem blood remaining stagnant in the device after support was withdrawn. Visual inspection of the blood-contacting surfaces of the returned device found no evidence of any developed or adhered depositions or thrombus formations that may have contributed to a functional or flow issue. Moreover, examination of the inflow and outflow grafts showed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction. The evaluation of the returned device did not reveal a potential cause for the low flow alarms recorded in the log file data on the date of the patient¿s expiration. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline revealed that all wires were electrically intact. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification and the device operated as intended. The heartmate ii lvas IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of problem or event: the first gastrointestinal bleed event was captured under MFR# 2916596-2019-03540. The second gastrointestinal bleed event was captured under MFR# 2916596-2019-03541. The final gastrointestinal bleed event was captured under MFR# 2916596-2019-03542. Approximate age of device - 9 months, 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019. The patient presented to the emergency room (ER) via ems with low flow alarms, complaining of diffuse chest pain, and stated they had pain earlier in the day. It was initially thought to have been gastrointestinal bleed as the patient had these in the past but hematocrit and hemoglobin stable. Patient became unresponsive and respiration labored, pulse ox was in the mid 80¿s. Patient was intubated in the ER. The patient's blood pressure and lvad flow continued to drop despite aggressive management. The family decided to withdraw care. It's unknown if the event was device related but it was suspected that a possible outflow or inflow graft thrombus was possible. The device appeared to be working as expected. No further information was provided.